Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event of blister is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that two days after injection in the lips with juvederm ultra xc, the patient developed a blister on their right lower lip. Healthcare professional indicated that the patient has "done her lips several times, and believes the "blister" could have been caused by "product build up". Patient was treated with hyaluronidase, and the healthcare professional instructed the patient to apply warm compress and to massage the area. Symptoms have resolved.